Manufacturer narrative:
As reported, the 3dmax mesh tore during the procedure. It is reported that the subject device is being returned for evaluation; however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4). If/when the sample is returned a supplemental MDR will be submitted to document the sample evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right hernioplasty procedure, the 3dmax mesh was deployed through a 12mm trocar. The mesh had torn while being inserted and manipulated into patient's body cavity. Reportedly the torn mesh was removed and new one was inserted to complete the procedure. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the 3dmax mesh tore during the procedure. It is reported that the subject device is being returned for evaluation; however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. If and when the sample is returned a supplemental MDR will be submitted to document the sample evaluation results. Addendum: this supplemental MDR is submitted to document sample evaluation results. Evaluation of the sample finds the mesh is contaminated with blood and there are multiple tears in the edge seal from handling. This was not reported as an out of box condition. Based on the event as reported and sample condition, the mesh tore during user/device interface while attempting to deploy. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right hernioplasty procedure, the 3dmax mesh was deployed through a 12mm trocar. The mesh had torn while being inserted and manipulated into patient's body cavity. Reportedly the torn mesh was removed and new one was inserted to complete the procedure. There was no reported patient harm or injury.